Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a lateral meniscal procedure, when the surgeon was using the fiberstitch, ar-4570, the tip of the fiberstitch bent and broke off in the patients knee while the surgeon was attempting to reach the top of the meniscus. The surgeon then used a meniscal cinch ii, ar-4501, and the tip bent enough to make the device unable to deploy the first anchor in the knee. The surgeon then used another fiberstitch, ar-4570, and that one prematurely deployed before it was inserted into the knee. No further information provided. Further information requested. Additional information provided 04/09/2020: the case initially started with a fiberstitch device and the tip of the fiberstitch bent and broke off in the patient's knee. After that failed, we tried a meniscal cinch 2 and the tip of the cinch bent enough to make it unable to deploy the first anchor in the knee. The broken tip of the fiberstitch was retrieved and no additional incision was needed. The surgeon removed 50% of the lateral meniscus to complete the case. On the 4th total attempt, the surgeon was able to implant the first implant of the meniscal cinch 2 but the implant didn't get back to the capsule, so it failed during device removal. He had to cut out and retrieve the 1st implant out of the knee. The ar-4505 was used to help with insertion of the meniscal cinches and fiberstitch products. Ar-5815 was used to cut the suture out of the implants after they failed insertion. No patient harm.